Event description:
The report from clinical study (B)(4) pms enterprise for patient with ID# (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812/01427240) of the right parasellar artery, and approximately six months after the index procedure, the patient complained of paralysis in left-upper and left lower limb, right sided gaze palsy as well as left hemispatial neglect associated with the transient ischemic attack. Action taken was administration of edaravone, argatroban hydrate and clopidogrel sulfate. The paralysis was resolved within 24 hours, and the event outcome after onset was recovered without sequel. The patient was compliant with medical therapy, and the patient did not have any indications of any conditions causing hypercoagulable state. The enterprise stent was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. No other procedures were scheduled, and no further information was available. According to the physician, the cause of the event was unknown, and the relationship of the event to the procedure was unknown and to the vrd was also unknown.

Manufacturer narrative:
The patient's medical history consisted of intention tremor. The unruptured saccular aneurysm neck was 10.6mm, and the neck to sac ratio was 10.6mm:17.0mm. The parent vessel size diameter proximal was 4.2mm and distally was 4.2mm. Mrs before the index procedure on (B)(6) 2011 was 0, after the procedure on (B)(6) 2011 was 0, on (B)(6) 2011 was 0. The act was 247 seconds post anticoagulation. Act was not measured pre-anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the index procedure. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011-ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011, 50mg/day: (B)(6) 2011, 25mg/day: (B)(6) 2011, 75mg/day: (B)(6) 2012, 50mg/day: (B)(6) 2012, 25mg/day: (B)(6) 2012-, argatroban hydrate 60mg/day: (B)(6) 2011, (B)(6) 2012, heparin 3000u: (B)(6) 2012, and heparin 4000u was administered intra-procedurally. Continued from concomitant medical products: prior to implanting the vrd at the time of index procedure, devices used consisted of cello/fuji systems co, chikai/asahi intec, prowler select plus (606-s255x/lot# unk). Other devices utilized during the index procedure were an excelsior sl10, chikai/asahi intecc, vtrack/terumo (total 2), three orbit coils (638cs1430/lot# unk), ed/kaneka coils (x 3), crc141025-30 (x5-lot# unk, orbits glaxy coils (640cf0824/lot# un x 5), che180620-30 coils (lot# unk x 5), che180520-30 coils (lot# unk x 2), crc140615-30(lot# unk x 3), orbit galaxy coils (640cf0515/lot# unk x3), and an orbit galaxy (640cf0410/lot# unk). No further information was available and procedural images are not available. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427240. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via the (B)(4) study that, approximately six months after an enterprise stent assisted coil embolization of an unruptured right parasellar aneurysm, the patient complained of paralysis in left-upper and left lower limb, right sided gaze palsy as well as left hemi-spatial neglect associated with the transient ischemic attack. Action taken was administration of edaravone, argatroban hydrate and clopidogrel sulfate. The paralysis was resolved within 24 hours, and the event outcome after onset was recovered without sequel. The patient was compliant with medical therapy, and the patient did not have any indications of any conditions causing hypercoagulable state. The enterprise stent was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. No other procedures were scheduled, and no further information was available. According to the physician, the cause of the event was unknown, and the relationship of the event to the procedure was unknown and to the vrd was also unknown. At index procedure the patient's medical history consisted of intention tremor. The unruptured saccular aneurysm neck was 10.6mm, and the neck to sac ratio was 10.6mm:17.0mm. The parent vessel size diameter proximal was 4.2mm and distally was 4.2mm. The recommended parent vessel upper limit diameter for placement of the enterprise vrd as outlined in the IFU is 4.0mm. Usage other than the approved labeling may involve risks not described in the labeling. Heparin 4000 unit was administered intraprocedurally with act 247 seconds post anticoagulation. A total of 30 coils were placed with an aneurysm occlusion rate of 100% after the index procedure. Antiplatelet therapy included ongoing aspirin 100mg/day five day pre-procedure and clopidogrel 75mg/day for approximately 8 weeks followed by 50mg/day for one month and then 25mg/day for one month. The patient was compliant with the prescribed antiplatelet therapy. Clopidogrel 75mg/day was resumed at the time of the reported event tapering down by 25mg each month with continuation of 25mg/day. The modified rankin scale (mrs) score pre-procedure, post procedure and six week post procedure was 0. No further information was available and procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting, and packaging of lot (B)(4). The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on (B)(4) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Ischemia and neurological deficits are known potential adverse events associated with the use of the enterprise vrd in intracranial arteries as outlined in the instructions for use. However, based on the available information, no conclusion can be made regarding the relationship of the reported event to the device. It is possible that implantation in a vessel greater than recommended diameter, pharmacological factors or unrelated patient factors may have contributed. There is no indication of any device manufacturing or design issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The report from clinical study japan pms enterprise for patient with (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812/01427240) of the right parasellar artery, and approximately six months after the index procedure, the patient complained of paralysis in left-upper and left lower limb, right sided gaze palsy as well as left hemispatial neglect associated with the transient ischemic attack. Action taken was administration of edaravone, argatroban hydrate and clopidogrel sulfate. The paralysis was resolved within 24 hours, and the event outcome after onset was recovered without sequel. A months after the procedure, the angiogram revealed recanalization of the treated aneurysm (orbit coils 638cs1430/lot unknown x3), orbit galaxy coil 640cf0824/lot unknown x5, 640cf0515/lot unknown x3, 640cf0410/lot unknown), cashmere coil (crc141025-30/lot unknown x5, crc140615-30/lot unknown x3), helipaq coil (che180620-30/lot unknown x2, che180520-30/lot unknown x2), v-track microplex cosmos-18 (16mm x 52cm total 2)/terumo, ed coil(12mm x 30cm total 3) /kaneka) due to coil compaction. Additional coil embolization was performed the following month. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. No further information was provided. Prior to the event of paralysis, the patient was compliant with medical therapy, and the patient did not have any indications of any conditions causing hypercoagulable state. The enterprise stent was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. No other procedures were scheduled, and no further information was available. According to the physician, the cause of the event was unknown, and the relationship of the event to the procedure was unknown and to the vrd was also unknown. The outcome of transient ischemic attack, paralysis of upper and lower extremities on the left side, right sided gaze palsy and left hemispatial neglect as was indicated as ¿recovered without sequeale¿. According to the physician, the relationship of the above events to the procedure was unknown and to the vrd was also unknown because the lesion that caused these events was not confirmed in both MRI and angiogram. The outcome of aneurysm recanalisation as of time of treatments was indicated as ¿ongoing/improved¿. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated because it was natural course of the symptom and due to disappearance of thrombus within the treated aneurysm. The patient¿s medical history consisted of intention tremor. The unruptured saccular aneurysm neck was 10.6mm, and the neck to sac ratio was 10.6mm:17.0mm. The parent vessel size diameter proximal was 4.2mm and distally was 4.2mm. Mrs before the index procedure on (B)(6) 2011 was 0, after the procedure on (B)(6) 2011 was 0, on (B)(6) 2011 was 0. The act was 247 seconds post anticoagulation. Act was not measured pre-anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the index procedure. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011~ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011,50mg/day: 2011-(B)(6) 2011, 25mg/day:(B)(6) 2011, 75mg/day:(B)(6) 2012, 50mg/day: (B)(6) 2012, 25mg/day:(B)(6) 2012~, argatroban hydrate 60mg/day:(B)(6) 2011 - (B)(6) 2012 , (B)(6) 2012, heparin 3000u:-(B)(6) 2012, and heparin 4000u was administered intra-procedurally. Prior to implanting the vrd at the time of index procedure devices used consisted of cello/fuji systems co, chikai/asahi intec, prowler select plus (606-s255x/lot# unk). Other devices utilized during the index procedure were an excelsior sl10, chikai/asahi intecc, vtrack/terumo(total2), three orbit coils (638cs1430/lot# unk), ed/kaneka coils (x3), crc141025-30 (x5-lot# unk, orbits galaxy coils (640cf0824/lot# un x5), che180620-30 coils (lot# unk x 5), che180520-30 coils (lot# unk x2), crc140615-30(lot# unk x3), orbit galaxy coils (640cf0515/lot# unk x3), and an orbit galaxy (640cf0410/lot# unk). No further information was available and procedural images are not available. The 1-year follow-up took place on (B)(6) 2012, aneurysm neck was 10.0mm, and the neck to sac ratio was 10.0mm:17.8mm. The parent vessel size diameter proximal was 4.1mm and distally was 4.0mm. The occlusion rate of aneurysm was 95%. Mrs was 0. The 2-year follow-up took place on (B)(6) 2012, the angiography was conducted but both aneurysm size and vessel size were not measured. The occlusion rate of aneurysm was 98%. Mrs on (B)(6) 2013 was 0. Antiplatelet therapy included aspirin 100mg/day, clopidogrel sulfate 75mg/day and 50mg/day, argatroban hydrate 60mg/day, and heparin 3000u: (B)(6) 2012, 4000u was administered intra-procedurally. (B)(4) ischemia and neurological deficits are known potential adverse events associated with the use of the enterprise vrd in intracranial arteries as outlined in the instructions for use. However, based on the available information, no conclusion can be made regarding the relationship of the reported event to the device. It is possible that implantation in a vessel greater than recommended diameter, pharmacological factors or unrelated patient factors may have contributed. There is no indication of any device manufacturing or design issues related to the event. Therefore, no corrective actions will be taken at this time. (B)(4)